Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/16/2014 with the following: the keypad button symbols were found to be worn off and the keypad cover was torn below the ok button. During testing, the up arrow, down arrow, and ok keypad buttons were found to be intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. Investigation also revealed that there was contamination under all keypad button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/16/2014.